Event description:
Caller reported a cgm error and cts provided information to perform a pump reset. There was no adverse impact to the customer¿s blood glucose level. Following the reset, the caller successfully began their sensor session without encountering the error again.